Event description:
The hospital biomed reported that the device would not capture an EKG [ECG, leads] during a patient call, noting the users changed the lead set and trunk cable, same issue. There was no report of adverse patient impact.